Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that four years, seven months and eight days post a stent placement on the left leg for the de-novo stenosis on the common iliac artery, the subject had an adverse event of death. It was further reported that the primary cause of death was not provided. Reportedly, the adverse event death was possibly related to the study device and not related to the procedure.

Event description:
It was reported through the results of the clinical trial that four years, seven months and eight days post a stent placement on the left leg for the de-novo stenosis on the common iliac artery, the subject had an adverse event of death. It was further reported that the primary cause of death was not provided. Reportedly, the adverse event death was possibly related to the study device and not related to the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Potential factors that could have led or contributed to reported events are evaluated. In this case there was no documented deficiency of the placed stent. No irregular stent placement during index procedure and no deficiency of the placed stent, such as deformation or fracture was reported. The death of the patient was documented not being related to the placed stent or the stent placement procedure. The patient died about three years and nine months after the stent placement procedure. The patient was a former smoker and had a clinical history of hypertension, dyslipidemia, type ii diabetes mellitus, obesity. Based on information available, there is no indication that the death of the patient might be related to the placed stent or the stent placement procedure. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU. Users and/or patients should report any serious incident that has occurred in relation to the device to the manufacturer and to either the european union national competent authority or to the regulatory authority of the country in which the user and/or patient is established. In this case the death of the patient was documented not being related to the placed stent or the stent placement procedure. G3, h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.